Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the afternoon of (B)(6) 2023, the pediatric patient was not feeling well and was vomiting. The patient's mother checked the cgm and it was displaying low. She provided the patient with juice and the cgm was still displaying low. She checked a finger stick and the bg was 320 mg/dl. She called the patient's doctor and was advised to go to the hospital. At the emergency room, the patient was treated with IV and insulin. The patient was monitored until with bg stabilized. The patient was discharged from the ER at midnight. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.